Event description:
The neonatal nurse practitioner went to place a PICC on a patient in nicu. Upon setting up the sterile field and opening the neonatal procedure tray PICC catheters for placement of neonatal from argon medical devices, inc., she noticed contaminant on the sterile instruments. She immediately stopped the process of setting up the sterile field. The packaging and instruments were pulled from the field. Nicu had the contaminant tested and found out that it was bioburden.